Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that one of the wings of the fixed focal length coupler 19mm was broken off was confirmed. It was found that the grasping mechanism was damaged. The damaged endoscope grasping mechanism was replaced and the device was tested and found to be working according to specifications. The root cause of the identified failure was found by the manufacturer to be incorrect handling of the device or a probable fall. A manufacturing record evaluation was performed for the finished device, serial number: (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by sales rep via email that a fixed focal length coupler 19mm was broken (one of the wings was broken off), and was found this way in the plastic bag, and in the box. It was not used at all in any capacity in this account.